Manufacturer narrative:
The customer indicated the devices were discarded. This is a known issue and no evaluation will be performed on the customer's devices. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. (B) (4). (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of tubing ruptures while in use with power injectors; subsequently blood losses were noted. The tubing sets were being used to deliver various contrast medias at unspecified rates. The customer contact reported that the rubbing ruptures occurred early in the contrast injections, "before they get much in" and estimated this to be "before they have injected 10 cc's of contrast into the patient." It was reported unspecified volumes of blood loss were noted. The customer contact state that "it is very difficult to say how much because it is mixed in with the contrast." The tubing sets were removed from the patients' access sites and "blue claves" were connected. The tubing sets were replaced, the contrast "reloaded" and the procedures were resumed. No medical interventions were reported. There were no reported adverse patient effects and no reported delays in therapies critical to these patients. Though requested, no additional information was provided.